Manufacturer narrative:
The foreign distributor did not submit a user facility/importer report to the manufacturer. Event codes were derived based on information provided by the foreign distributor. (B)(4). The following concerning the evaluation of the device is a summary of the information provided by the foreign distributor. Per information provided by the foreign distributor, the most likely root cause in this event was a faulty gas delivery engine (gde). In addition the device was repaired by replacing the gas delivery engine with one from the foreign distributor stock. On (B)(4) 2014, a replacement gas delivery engine was sent to the foreign distributor for them to replenish their stock. Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty gas delivery engine for evaluation. As of (B)(4) 2014 the alleged faulty gas delivery engine has not been received. Should the gas delivery engine return for evaluation, a follow-up medwatch report will be submitted once the evaluation is complete.

Event description:
The following information concerning the event was copied from an e-mail attachment received from the foreign distributor on (B)(6) 2014. "Issue noticed during overall inspection before shipping to customer. Alarm wasn't functioning when we restarted the vent. Although the alarm icon popped up on the screen, no sound was heard. We were able to fix the problem when we replaced the gde."